Manufacturer narrative:
The patient's dob or age at time of event, gender, and weight are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Foreign: (B)(6). The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat a peripheral lesion. During inflation below rbp, a leak was observed on the balloon. The procedure was completed with a non-angiosculpt device. No patient injury reported.